Event description:
Revision surgery - the pt had instability. The surgeon initially wanted to perform a polyethylene swap, but decided to revise the glenoid head, shell, and insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed without information regarding the lot number. A review of the product complaint report history shows this is the 49th complaint for this part number: 24 due to dislocation, seven due to trauma, five for infection, four due to dissociation, three for pain, two for non-assembly, two due to instability, and one for a broken screw. The root cause for the instability was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.